Manufacturer narrative:
During the device eval, the motor was found to draw excessive current, and the bearings were found to be damaged. The damaged motor is a probable cause of the reported inconsistent speed; the motor drawing excessive current, as well as the damaged bearings are probable causes of the reported overheating.

Event description:
It was reported that at the user facility, the speed of the device was fluctuating and the device was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.